Manufacturer narrative:
(B)(4). The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoprosthesis: improper component placement. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2017, the patient was implanted with gore® excluder® aaa endoprostheses ((B)(4)/15134861) to treat an abdominal aortic aneurysm. It was reported that ¿the graft did not reach the diameter after deployment, and there was lack of circumferential device apposition to the artery wall¿. The patient had an angulated aortic neck and the aortic artery tapered from distal of the renal arteries, measuring 34mm and every centimeter down the aorta to 24mm where the device landed. The proximal end of the graft did not have apposition to the artery wall. The graft was implanted and the patient tolerated the procedure. The physician is taking a wait and watch approach.